Event description:
Doctor indicated that it was impossible to screw the healing abutment into the implant.another abutment placed in the same surgery.

Manufacturer narrative:
A zimmer dental heal collar was returned for inspection. A visual inspection revealed minimum wear about the healing collar and threads. The hex head was slightly worn, but functional. The implant that allegedly would not mate was not returned for inspection, there for the complaint could not be verified. The heal collar was functionally tested and found to seat with a mating implant. The device required to be tightened with a screwdriver to fully seat and could not seat through hand tightening. A device lot number was not provided so a device history record review and a complaint history review could not be performed. A definitive root cause for the failure could not be determined.